Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿IV pump showed error message "occlusion pt side." Large bulge bubble noted in tubing with no pt side occlusion." There was no report of patient harm. The event occurred in the cath lab.